Event description:
It was reported that the device only lasted 2.25 years reaching elective replacement indicator (eri.) It was also noted that the left ventricular (lv) output / capturing threshold was programmed high on the device. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/elective replacement indicator (eri) and the time of recommended replacement time was on (B)(6) 2012 per the save to disk. The device was rrt<=2.6251 volt and a patient alert triggered for a low battery voltage on (B)(6) 2012. Evaluation summary: (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion.